Event description:
It was reported that the sw pt mentioned being treated for uti. Dr. Is aware that the patient is still using pw. Advised wick needs to be changed every 12 hours not to use the same wick 24 hours. It is unclear if troubleshooting was performed. The lot/serial number was not provided. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.